Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported damaged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula reportedly appeared almost closed at the insulin port. The patient also experienced significant pain, along with redness and swelling at the site. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find a damaged cannula. The download data did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion & skin irritation and no issues were found. The exact cause of the pain & irritation could not be conclusively determined.